Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 between 1:30pm and 2pm when a reading of "81mg/dl" was obtained when a control solution test was performed using the subject device, which falls outside the specified range. The patient stated that she manages her diabetes with pills, diet and/or exercise and denied making any change to her usual diabetes management routine in response to the reported issue. The patient reportedly experienced symptoms of shaky and wet an unspecified amount of time after the alleged issue began, and self-treated by consuming additional food/drink on (B)(6) 2015 at approximately 2pm. The patient stated that her blood glucose was measured using another device (brand unknown) on (B)(6) 2015 (time not specified) with a result of 80mg/dl. At the time of troubleshooting, the csr determined that the unit of measure was set correctly however the wrong control solution was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.